Event description:
Additional information received reported that the patient underwent a pocket revision on (B)(6) 2012. Impedance measurements were normal and the patient received therapy postoperatively when the system was turned on. The patient recovered without sequela.

Event description:
It was reported that the patient experienced coupling and or communication issues and was unable to successfully recharge the neurostimulator. The antenna locate feature was used and the most coupling bars obtained were 2-4. It was reported that the neurostimulator was mobile and was flipping in the pocket. A pocket revision was requested, and scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3487a-33, lot# v009631, implanted: 2006 (B)(6), explanted: na; lead model 3487a-33, lot# v009631, implanted: 2006 (B)(6), explanted: na; lead model 377845, lot# v011197, implanted: 2006 (B)(6), explanted: na; extension model 3708160, serial# (B)(4), implanted: 2006 (B)(6), explanted: na; extension model (B)(4), implanted: 2006 (B)(6), explanted: na; extension model 3708220, serial# (B)(4), implanted: 2006 (B)(6), explanted: na; programmer model 37744, serial# (B)(4); recharger model 37754, serial# (B)(4).